Event description:
It was reported that: during a bone biopsy of the left iliac bone, the needle from the on control bone lesion biopsy tray broke into multiple pieces. Foreign body in patient. Additional information has been requested from the account. Complaint will be re-reviewed on receipt of this info.

Manufacturer narrative:
Qn#: (B)(4). Medwatch voluntary report: MDR report # mw5116567. An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a bone biopsy of the left iliac bone, the needle from the oncontrol bone lesion biopsy tray broke into multiple pieces. Foreign body in patient. Additional information has been requested from the account. Complaint will be re-reviewed on receipt of this info.

Manufacturer narrative:
Qn#(B)(4). Medwatch voluntary report: MDR report # mw5116567 there was no product returned for this complaint. No returned product evaluation could be completed. Viant is the supplier oncontrol kits. A DHR review was requested. All process steps were followed. No non-conformances noted. Case details were reviewed. A patient underwent a bone lesion biopsy of the left iliac bone. The needle from the bone biopsy broke into multiple pieces. No unit was returned to vsi/teleflex for evaluation. It is unknown as to what exact damages have occurred on the shaft and the number of pieces it broke apart. Additional information was requested. No response was received. It is unknown to what extent, use and rigor the unit has been used during the case. Anatomical factors are unknown. Per IFU states the following - do not apply excessive force to driver/ needle set. - bone lesion biopsy needle set should always be used inside the access needle. Do not use the bone lesion biopsy needle set independently of the access needle a manufacturing record review was completed by viant and no related nonconformances were found. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.